Manufacturer narrative:
(B)(6). The field service specialist (fss) visited customer site and upon evaluation of the system, the issue was not confirmed. Fss preventively replaced instrument host board. The system was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that error 2012 (ih timeout error) occurred on the whitestar signature system. No further information was provided.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A review of labeling, trending and risk documentation for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.